Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet got stuck on the lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet was removed without difficult. The stylet returned with the lead was used for testing. The stylet insertion test was performed without difficulty or resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.